Manufacturer narrative:
(B)(6). (B)(4). A visual evaluation of the returned flexima biliary stent was performed. The guide catheter was returned stretched and broken in the proximal section, additionally, it was found a bent/kink in the push catheter proximal section, also, the catheter push suture hole was observed torn. The suture and stent were not returned for analysis; consequently, confirming the reported complaint. Based on the event information that the problem was noticed during the procedure and that it was reported there was 'bile duct stenosis' it is important to mention that this anatomical factor can cause resistance/and or friction during the deployment of the stent. The device may become unable to be properly advanced and at the same time impacting the functionality of the device generating the observed push catheter bent/kinks. The continued attempts to retract the guide catheter or force applied to the device in order to release the stent in addition to the found bent/kinks could result in the found guide catheter stretched, detached issues, and the torn push catheter suture hole. All compiled information on this investigation determines that the most probably cause is adverse event related to patient condition. A review of the device history record (DHR) was performed, no anomalies were found, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections in ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a biliary stent placement in the bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was advanced in the bile duct along with the guidewire, when the physician attempted to release the stent, the guide catheter became stretched and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter was broken, therefore this event has been deemed an MDR reportable event.